Manufacturer narrative:
Medwatch report: mw5095437.

Event description:
It was reported that during a left hip arthroscopy procedure, the face plate broke off of the tip of the wand, the face plate was retrieved and removed from the patient. It is unknown if a backup device was available and if a delay happened in the procedure. However, no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Per report the broken the face plate was retrieved and removed from the patient. However, no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown and the patient impact beyond the procedure cannot be determined. Should any additional clinical information be provided this complaint will be re-evaluated. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Please refer to the instructions for use for recommendations on electrode wear and detachment. A review of risk management files found that the reported failure was documented appropriately. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) hitting the device tip against a hard surface such as an insertion cannula (2) using the device as a lever to enlarge surgical site (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.